Manufacturer narrative:
Exact date unknown, event occurred nine years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient does not like the feeling of the ipg or the stimulation. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and all explanted devices were kept by the medical facility.